Event description:
No further information at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were {update/corrected}. Updated: d4; d9; g3; h2; h3; h4; h6. Visual examination of the returned product identified gouges, wear, scratches, deformation, and missing features due to damage during use. Cutouts and anti rotation scallops have worn off / deformed on the lower elevated rim side. Remaining cutouts and anti rotation scallops are deformed. Inner and outer spherical surfaces show abnormal wear damage. Review of the device history record identified no deviations or anomalies during manufacturing. Medical records and radiographs were provided and reviewed by a health care professional. Review of the available records identified the following: the patient had an initial left tha. The patient had a CT scan and acetabular component, and femoral stem was in good position. There was intra-acetabular displacement of the femoral head suggesting wear of the liner. The patient had a revision due to dislocation, pain and difficulty walking. A definitive root cause cannot be determined. Based on the provided medical records and returned product review, the complaint is confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). D10:cat# 11-363661 lot# j7133171 36mm cocr mod hd -3mm. G2: foreign: chile. The customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that an initial left total hip arthroplasty was performed. Subsequently, the patient was revised approximately 3 years later due to pain and difficulty ambulating from poly liner wear and dislocation. The head and liner were replaced while the stem and cup remain intact. It was reported that no further information is available.